Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead. Model #: sc-4318, lot #: 21702866, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site which scs was not suspected as the cause. Symptom of fever was noted. The physician confirmed that preoperative antibiotics were administered intravenously. It was also reported that there was also a pre-surgical sterilization preparation of the surgical area that occurred directly before the procedure, and postoperative antibiotic medical prescription to be taken. The patient underwent an explant procedure and was doing well postoperatively.